Event description:
The procedure was coil embolization for internal iliac artery prior to stent grafting that was not calcified and heavily tortuous. Access was obtained from the right femoral artery. During the procedure, while advancing an unspecified competitor's coil (tornado/cook medical) in a prowler select plus (606-s252x/15529985, complaint product), there was severe resistance at the proximal end of the microcatheter and he could not push it any further. Therefore both the coil and the microcatheter were safely removed from the patient as a unit. The prowler select plus was replaced for a new one (lot unknown) and the procedure was continued using the same competitor's coil. Afterwards, the procedure was successfully completed with no further issues. There was no patient injury/complications reported. It is unknown how many coils were successfully placed during the procedure. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Manufacturer narrative:
Note: with the review of additional information the potential for injury associated with the reported event is remote; therefore, this does not meet the requirements for a reportable event. Additionally, no further reports will be forthcoming for this medwatch report.